Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain, dyspareunia, and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy with bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4): the patient underwent mesh excision surgeries on approximately (B)(4) 2010 due to pain and erosion.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.